Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that trending shows that the patient's right ventricular lead impedence has steadily risen since implant. Records indicate that the device is still in use. No patient complications were reported as a result of this event.